Event description:
The facility representative reported a floguard infusion pump with an "insert clamp" alarm. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation as an "insert slide clamp" alarm. The assignable cause was a dirty safety slide clamp sensor and corrosion in the area. The safety slide clamp assembly was cleaned and resoldered to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.